Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that patient experienced a loss of therapeutic effect when stimulation was turned on. The patient was scheduled to meet with his health care professional ("hcp") to reprogram the stimulator and take an x-ray to determine if lead migration occurred. The results of the meeting and x-ray were unknown. The patient was referred by his hcp to an ortho spine doctor to have an alternative paddle lead implanted for better coverage and less chance of lead migration. The patient was implanted with a new lead, and it was reported that the patient is "doing well" and getting adequate coverage. Additional information has been requested, a follow-up report will be sent if additional information becomes available.